Manufacturer narrative:
Per RMA a replacement computer was sent to site. Upon eval of returned computer, found vgc fan to be barely spinning which causes delayed application graphics due to heating of gpu. Replaced vgc and computer passed all testing.

Event description:
A medtronic rep reported the images on the treon sys were flipped left/right in the registration step. The surgeon discontinued the use of the sys and re-registered the pt using another treon and was able to continue surgery with the other sys. No impact on pt outcome reported.